Event description:
It was reported that during an unspecified endoscopic procedure a balloon tear occurred. A cre 12-15mm 8cm f/g balloon catheter had been advanced to an unspecified location. At an unspecified time during the procedure, a balloon tear occurred with the balloon inflated at 8 atmospheres. The procedure was completed with another of the same device. There were no patient complications reported with the patient's current condition listed as "good".